Event description:
It was reported that on (B)(6) 2009, the patient presented with chronic back pain status post fall, spondylolysis l5-s1 with grade I spondylolisthesis. The patient underwent a minimally invasive right-approach tlif l5-s1 using an interbody device, rhbmp-2/acs and posterior instrumentation. On (B)(6) 2009, patient had some drainage from the wound since his discharge from the hospital. Patient also noted some weakness involving the right leg. On (B)(6) 2009, MRI indicated ¿evidence of fluid around the operative site, as well as some type of material, possibly inflammatory debris compressing the l5 and s1 nerve roots.¿ the patient underwent revision I<(>&<)>d and decompression. Operative findings were as follows: ¿there was some fluid both superficial and deep in the region of the fusion on the right side; however, none of it was grossly purulent. Cultures were taken of both areas and the patient was given a dose of antibiotic, vancomycin, after the cultures were taken. Fortunately, we were able to work around the hardware and using 18 millimeter tubular retractors were able to avoid hardware removal. However, due to the relatively small size of the tube, 18 millimeters as opposed to 22 or 26 millimeters, this revision decompression was more of a challenge. It took some additional time to be able to dissect the small bone pieces, which had migrated into the right side of the spinal canal away from the dura especially where they were scarred together.¿ rhbmp-2/acs was placed during this procedure. On (B)(6) 201,0 review of CT myelogram ¿notable for evidence of incomplete union at the interbody spacer region at l5-s1. No significant ectopic bone growing around the right side. However, the posterolateral fusion is also incomplete¿ no evidence of hardware loosening or anterior slip. The screws at the l4 level do not enter the facet joint at the 4-5 level.¿ on (B)(6) 2011, the patient presented with left knee stiffness and severe pain in the left ankle. Patient diagnosed with osgood-schlatter disease, patellofemoral arthritis and a probably medial meniscal tear. On (B)(6) 2011, the patient presented with left knee pain and stiffness.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009: the patient presented with following pre-op diagnosis: status post right approach minimally invasive transforaminal lumber interbody fusion l5-s1; new onset of right lower extremity radiculitis pain; postoperative fluid collection, hematoma versus abscess, right side posterolateral spinal region. For which patient underwent following procedures: exploration of posterolateral spine, right side ls-s1; deep cultures right side l5-s1; irrigation and debridement of fusion site with removal of bone fragments and revision decompression ls-s1 nerve roots right side; local autograft harvest; revision posterolateral fusion, facet fusion, left side l5-s1; use of operating microscope; use of fluoroscopy; unusual difficult modifier (22) due to peridural scarring, adhesions and prolonged time required for dissection of bony fragments and foraminotomy revision, right side. Per op notes, prior to placing the left-sided tube, some rh-bmp2/acs was mixed up and allowed to set for at least an hour. The rh-bmp2/acs sponge, which was an extra small kit, was cut into small pieces and combined with the autograft and this slurry was put into place after drilling out the facet joint to help effect a facet fusion on the left side. The patient tolerated the procedure well with no patient complications being reported. On (B)(6) 2009 the patient had experienced some aching on the lateral aspect of his thigh and calf on the right side. The patient had some mild irritation with straight leg raise on the right, negative on the left with some pulling feeling in the proximal calf and lateral thigh on the right side. The patient underwent x-rays of the lumbar spine. Impressions were ¿status post revision decompression, right side l5-s1 nerve roots with minimally invasive approach and revision fusion posterolateral, left side l5-s1.¿ on (B)(6) 2009 the patient underwent through an episode in which he had experienced severe pain in the lower back and it went down to his left leg. There was some mild low back irritation with straight leg raise on the left. He underwent lumbar spine xrays. Impressions were that there was a suggestion of interbody healing at the 5-1 level and status post revision of right side l5-s1 there was nerve root decompression. On (B)(6) 2009 the patient experienced pain while walking. He underwent lumbar spine x-rays. Impressions: status post revision of right side ls-sj nerve root compression with minimally invasive left side approach l5-s1 tlif¿. On (B)(6) 2009: the patient had noted experiencing pain in lower back region. He underwent CT scan. It was observed that there was no evidence of complete fusion at 5-1. There was minimally displaced pars defect on the left side of l5. There was some evidence of bone growth within the cavity of the spacer. On (B)(6) 2009: the patient complained of no improvement since last visit. There was no numbness but had an aching feeling that is on the lateral aspect of the right knee. It was observed that the patient's gait had mild antalgia favoring the right leg and had negative straight leg raise bilaterally. He underwent lumbar spine x-rays. Impressions: status post right approach and subsequent revision of l5-s1 segment had delayed healing. On (B)(6) 2010: the patient presented with complaint of back pain. Patient also had some radiating pain down the lateral thigh on the right, to about the knee. X-rays of the lumbar spine showed good position of the l5-s1 hardware. There was a suggestion of some increased consolidation at the 5-1 interbody space. On (B)(6) 2010: the patient presented for review of his CT myelogram. Patient reported of pain becoming worse. Assessment: status post right approach tlif, l5-s1 with revision decompression; residual spondylolysis, l5-s1 left side; incomplete union following fusion attempt. On (B)(6) 2011: the patient presented with complaint of left knee stiff and severe pain in the left ankle. X-rays obtained showed osgood-schlatter and mild patellofemoral arthritis while ankle x-rays showed no abnormalities. On (B)(6) 2011: the patient presented with complaint of left knee pain and stiffness. The patient underwent MRI which showed joint effusion, acute patella tendinosis at the tibia tubercle and medial compartment chondromalacia which was putting a lot of pressure on the anterior aspect of the knee. The patient was diagnosed with effusion joint knee, chondromalacia patella.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.